Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted faster than expected. Additionally, the battery gauge was observed to be staying static despite being plugged in and charging. The customer's blood glucose (bg) level was 193 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.